Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5068-52 lead. Implanted (B)(6) 2002, 5068-58 lead, implanted: 2002. (B)(4).

Event description:
It was reported that the left ventricular lead had intermittent loss of capture and elevated threshold. The pacing output was reprogrammed and the lead remains in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.